Event description:
The user received questionable ion selective electrode (ise) sodium, potassium and chloride results for five patient samples from the modular core analyzer serial number (B)(4). Of the data provided, the sodium result for one patient sample was discrepant and reported outside the laboratory. The initial result was 130 meq/l and the repeat result was 141 meq/l. The initial result was reported outside the laboratory. The patient was not adversely affected. Upon evaluation of the analyzer, the field service representative found a salt bridge on the diluent glass barrel and cleaned the salt bridge. To verify the analyzer operation, the user ran calibration and quality control with results within range.